Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head was plugged in and the image was completely black. The issue occurred during preparation for use for a therapeutic laparoscopic procedure. The intended procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date:h4.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. Reviewing the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the investigation results, the following likely led to the malfunction: the most probable cause of the complaint is a bad charge coupled device. A definitive cause could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head was plugged in and the image was completely black. The issue occurred during preparation for use for a therapeutic laparoscopic procedure. The intended procedure was completed with a similar device. There were no reports of patient harm.